Event description:
Physician stated that the insulin pump alarmed during the prime process. Customer is hospitalized for non-diabetes related diagnosis. The drive support cap is protruded. The current blood glucose reading is 164 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on display window and cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.